Event description:
Ous MDR - battery depletion was reported approx. 21 months after the implantation. No adverse patient side effects were reported. The device is under analysis at the moment.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, detected on (B)(6) 2017, over two months after the device was explanted. The ICD was implanted for 21 months and 11 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to a depleted battery. Subsequently the current consumption of the ICD was measured and found to be normal and as expected. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured and found to be elevated. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable. Based on the analysis it is assumed that all therapy functions of the ICD were entirely available while the device was implanted and in service.